Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead was attempted, not implanted. The lead could not be properly fixed due to the patient's anatomy, and after several positions, it was noted that the lead was damaged. A different lead was implanted and remains in use. No patient complications have been reported as a result of this event.